Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) waveforms disappear and an internal communication error occurred. The device was still functioning after being rebooted , it returned to normal operation without any problems, and continued to be used as normal. Customer had plans to switch the patient to another device however the patient had an operation the next day and the hospital decided if the device was functioning normally it would be interrupted during the operation, and the device would be interrupted at that time. It has been reported that there have been no health hazards to the patient.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. Fault code # 115 was observed in the logs. As a precaution, the fse replaced the backplane pcb and the executive processor pcba as a precaution. The touchscreen was not working properly so the fse replaced the video generator board and the touchscreen assembly. The lower display bezel was also replaced as a precaution. A functional check was performed and the results were good.

Event description:
N/a.

Manufacturer narrative:
Corrected data: e1 (initial reporter).